Event description:
I was using the hurrycane h-cane_bl_c2 that I purchased last year from amazon when the cane's bottom portion (3-point base) broke, causing me to fall. I was unsuccessful in getting a customer representative when I called your website's phone number, (B)(6), within the hours of operation. I emailed (B)(6), and they replied on (B)(6) 2023 that they had forwarded the email to their appropriate team and would contact me asap. As of today, no one from hurrycane has not contacted me.